Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and found the root cause of the issue was a shorted capacitor c181.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white screen may be an indication that the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. A physical inspection of the device found what appears to be pry marks on the side of the front case. The bottom of the front case is warped and will not seat properly due to this physical damage. Additionally, the board stack pcb front shield lower left tab was bent in the area corresponding to the physical damage to the case. The front case along with the ui pcb and ui flex cable were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white screen may be an indication that the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.